Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine follow up, externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead was explanted.